Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.4 cm fusiform abdominal aortic aneurysm approximately one month ago. The proximal aorta was 19-20 mm in diameter and less than 10 mm in length. It was reported that the final angiogram showed a type IV and a proximal type 1 endoleak. The physician ballooned the type I without success; therefore a palmaz stent was implanted and ballooned. This greatly reduced the endoleak; however, it did not completely resolve it. The type IV endoleak was near flow divider of the main device. The physician commented he was not concerned about the endoleak since they were both only slight. Additionally, the physician commented that the type I endoleak was likely caused by the proximal neck being less than 10 mm in length. The physician decided to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (short aortic neck), incorrect technique/procedure (stent graft was implanted in a patient with short aortic neck), device failure/lack of effectiveness related to patient condition (short aortic neck), operational context contributed to event (stent graft was implanted in a patient with short aortic neck).